Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer reported that there was no indication in the error log that there was an error of any kind around the time this specimen was processed. The customer reported that quality controls (qc) were within range and maintenance was up to date on both instruments. The customer reported not having seen this scenario with any other specimens compared from one instrument to the other. No discrepant results were reported outside the lab. The customer did not want service at that time; however, the customer was instructed to change the diluent/sheath syringe and monitor and repeat any abnormal results. On (B)(6) 2009, the customer technical advocate (cta) followed-up with the customer and was informed that after changing the diluent/sheath syringe on the cell-dyn 3200 instrument, (B)(4), the customer has not had a result, which was discrepant between their two (2) cell-dyn 3200 instruments. The results have been matching well between both instruments; both instruments are performing within specifications and no further action is required. The issue was resolved with replacement of the diluent/sheath syringe. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, under section 10, troubleshooting and diagnostics, page 10-27, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance, non-scheduled maintenance procedures, page 9-44, provides instructions for replacement of the diluent/sheath syringe. Section 9, service and maintenance, syringe replacement, page 9-55, indicates that a syringe should be replaced if it is suspected of being a source of imprecision. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified. No malfunction / deficiency was identified. This is the final report.

Event description:
The account stated that the cd3200 sl analyzer generated a wbc result of 20,200/ul and a hgb result of 84.5 g/l. The sample was repeated on a second analyzer at the account with a wbc of 10,600/ul and a hgb of 141 g/l. The sample was repeated again on the second analyzer with a wbc of 22,400/ul and a hgb of 80.0 g/l. The smear estimate indicated that the wbc was approximately 20,000/ul. There was no report of impact to patient management.